Manufacturer narrative:
The device was not returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. A lot number has not been provided, a device history lot review cannot be performed.

Event description:
The event occurred on an unspecified date in december 2024 and involved a 14" (36 cm) appx 3.6 ml, transfer set w/4 clave¿, 2 tri-connectors, back check valve, clamp (blue), vented cap. A medsun medwatch uf/importer report # (B)(4) was received on 27-jan-2025 that stated the patient was receiving IV gancyclovir. A 5% dextrose IV flush bag was attached to a 4 port manifold and the IV gancyclovir was piggybacked. One of the claves from the manifold came off and the IV medication leaked out of the lumen of the manifold. The medication did not reach the patient, however the staff and transport rn came in contact with the hazardous medication. This is not a single-use device that was reprocessed and reused on a patient. Approximate age of device is 1 day. There was patient involvement and unknown adverse event.